Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx mini vision 2.0 x 8 mm is being reported under a separate medwatch report number. Evaluation summary: evaluation of the returned product found blood and contrast visible on the distal shaft, in the guide wire lumen, in the inflation lumen and in the loosely-folded balloon. This is consistent with handling, preparation and use of the device, and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the sds and the analysis confirmed that there was a pinhole in the balloon on the outer edge of a crimp mark, located 1mm distal to the proximal balloon shoulder. Scanning electron microscopy (sem) determined that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was located at a proximal w strut impression above the distal end of the proximal balloon marker. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, due to the location of the rupture, it is possible that the leak may have been a result of damage form the stent implant during manufacturing, although this cannot be confirmed. The reported failure to fully deploy the stent was likely a result of the reported balloon rupture as the stent may have not been able to completely expand upon inflation attempt. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing for balloon rupture pressure met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture or difficulty deploying the stent from this lot, suggesting that there are no lot specific product quality deficiencies. The reported failure to fully deploy the stent appears to be related to balloon rupture. A definitive cause for the rupture could not be determined.

Event description:
It was reported that during a proximal first diagonal artery stenting procedure, in a moderately calcified lesion, a 2.0x8mm mini vision balloon ruptured upon inflation resulting in a minimally deployed stent. An unspecified balloon was used to fully deploy the stent. Additionally, during this procedure, a 2.0x 8mm mini vision stent that was placed in the left anterior descending artery on (B)(6) 2011 was not fully apposed to the vessel wall and had 40% in-stent restenosis (isr). An unspecified balloon was used to fully deploy the stent and to treat the isr. There was no adverse patient sequela reported. Although requested, there was no additional information provided.